Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that residual fluid or foreign matter comes out of the forceps channel and the suction cylinder. It is likely that the foreign object could not be removed due to physical damage to the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue while using the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and residual fluid and foreign matter came out of both the forceps channel and the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; image peeling was observed due to damage of the imaging unit. There was noise in the image, and cloudiness of the image. Residual fluid and foreign matter came out of both the forceps channel and the suction cylinder, water tightness was not maintained due to elongation of the angle wire, the plat of the angle knob was out of the normal state due to the elongation of the angle wire, liquid leakage was recognized in the light guide bundle, the forceps channel was catching the instrument, and the flexible tube of the insertion section was crushed. Scratches and wrinkles on/in the insertion tube were observed, corrosion due to water leakage was found in the operation part, scratches were found on the operation part, discoloration of the operation part was recognized, there were curved rubber scratches, the curved rubber adhesive was missing, and the adhesive part of the lighting lens had come off. Additionally, scratches were found on the switch button one, scratches were found on the switch box, the suction cylinder was scraped, scratches were found on the up/down (ud) angle fixing lever and knob, scratches and wrinkles were found on the universal cord, and liquid leakage was recognized in the universal cord. Scratches were found in the right/left (rl) knob and the rl angle fixing knob, scratches were found on the scope connector and the scope connector side of the universal cord, corrosion of the electrical connector contacts were recognized, corrosion was observed due to water leakage in the scope connector, the air/water supply cap (water pipe) was loose, scratches on the operation unit cover were observed and scratches were found on the grip. The investigation is ongoing, supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.